Event description:
The customer reported that they had the power supply rebuild by a third party. The customer installed the rebuilt power supply and now the unit would not power off. The customer reported there was no patient involvement.